Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of six (6) years, one (1) month due enterococcus endocarditis. The valve was placed with a 21mm 11060a aortic valved conduit. Per medical records, the patient was hospitalized and completed a course of IV antibiotics for endocarditis 6 months earlier. The patient then presents in the ER with recurrent fevers and repeat bc + for enterococcus. On hospital day #8 she underwent a redo avr with aortic root replacement. Intraoperatively there was two separate root abscessed, the valve was covered by vegetations in all leaflets. The valve was excised, necrotic tissue debrided. A 21mm 11060a avc was implanted. The left coronary button could not reach the graft without tension so a cabrol procedure was performed with a 10mm gelweave graft anastomosed to the left coronary button. There were no complications and final tee demonstrated prosthetic valve with normal function. Patient post-operative status was noted as in recovery.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of six (6) years, one (1) month due to unknown reasons. The explanted valve was replaced with a 21mm 11060a valve. Patient post-operative status noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.